Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as the iol was removed and replaced during the same procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the same procedure; therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-6 health effect - impact code: 4631 iol removal and replacement all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the aab00 model intraocular lens (iol) was defective. The doctor noticed defect on lens after being fully inserted into the patient¿s ocular sinister (left eye). The iol was removed and replaced with a non-johnson & johnson surgical vision lens, with 13.5 diopter size. There was no serious patient injury, no suture(s), and no vitrectomy however the incision was enlarged. Patient received regular post-operative care and clear shield was applied. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 01-jun-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the complaint lens was received cut into two pieces and with both haptics detached (one haptic missing). The lens was cleaned and, a scratch on a piece of the lens could be observed. Based on the return condition of the lens, no further product evaluation could be performed. Complaint issue "dc-lens damaged" was not identified during product evaluation. The observed "dc-haptic detached" is similar to the reported complaint issue (complaint coding may have been the result of the customer being unfamiliar with coding definitions per amo-04-d024). However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.